Event description:
This lead was capped due to high thresholds. While replacing this lead, the physician replaced the device due to eri. Should additional information become available, this file will be updated.